Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: the product was oxidized. The email contains 60 products, so will be registered 6 complaints. Complaint 3 of 6: products: cod / lot: 244000557 / so2025550; 244000558 / so2025599; 244000559 / so2026867; 244000560 / so2020815; 244000561 / so2025722; 244000562 / so2027323; 244000563 / so2027121; 244000564 / so2026532; 244000565 / so2011166; 244000566 / unk.

Manufacturer narrative:
(B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.